Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which resulted in an inappropriate mode switch noted on all recorded atrial tachycardia/atrial fibrillation (at/af) causing early/false termination of episodes. Inappropriate pacing was also observed on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429888 lead; implant date: (B)(6) 2022. W4tr01 crt-d; implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.